Manufacturer narrative:
Additional information h4: device mfg date. The initial regulatory report was submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog one source pack, it was reported that while purging, a leak was detected. The one source pack was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage noted on the instrument or the one source pack. The water leak was the only abnormality noted. The leak occurred 'in the bell'/centrifugal bowl. The leak occurred while purging the system before the surgery. Information on the fill (fluid) level of the reservoir, holding, saline and waste bag at the time of the issue could not be provided. No error/warning message appeared. Medtronic received additional information that purging of the equipment was done automatically when performing the self-check and the suction line was purged with 200ml of saline solution.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.